Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was over 379mg/dl. The customer has been treated with IV insulin drip and fluids. The customer's most current level was 149mg/dl. The customer states having received compromised force sensor system alarm. The customer will be having their wife call back in order to troubleshoot the device. No further assistance was provided at this time.